Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open exploratory laparotomy and subsequent low anterior resection, a circular stapler was used to create a colorectal anastomosis and a suspected anastomotic leak was identified during a standard intraoperative leak test when a small amount of bubbling was observed in the operative field. The stapler firing was described as uneventful and robust tissue donuts were noted following transection. The surgical team addressed the finding intraoperatively by reinforcing the anastomosis with oversewing sutures and taking additional steps to reduce tension across the anastomosis, after which no further bubbling was observed.